Event description:
Caller reports that during a correlation study the following coaguchek xs 1/coaguchek xs 2 results were obtained: 1) 2.5 inr/1.9 inr 2) 2.5 inr/1.6 inr 3) 3.7 inr/2.6 inr no actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 21132711, expiration date 06/30/2013). Reference medwatch report with (B)(6) for the suspect device used in system 2.